Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) was unable to charge a battery pack.

Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) was completed. The reported problem (unable to charge battery pack) has been confirmed. Upon investigation battery charger/modem was unable to properly charge battery packs. The cause for the failure was isolated to a damaged battery board from contamination on the battery board and lower enclosure cover. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the defective battery charger/modem.